Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic distal left circumflex artery. The physician advanced the 3.0x12mm quantum maverick balloon to lesion and inflated it to 10 atms for fifteen seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a 3.5x24mm taxus stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.